Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (severely calcified lesion). Inherent risk of procedure (stent dislodged). Deformation problem. Conclusion results: device failure related to patient condition (severely calcified lesion). Known inherent risk of a procedure (stent dislodged). (B)(4).

Event description:
It was reported that the physician was attempting to use a 3.50mm diameter x 26mm length resolute integrity (rx) drug eluting stent to treat a severely calcified lesion in the lad. Pre-dilatation was carried out using a non-medtronic balloon, it is reported that the balloon was inflated above rated burst pressure resulting in balloon burst. The non-medtronic balloon was inspected upon removal and it was noticed that it looked abnormally damaged. Resolute integrity was then prepped and on inspection appeared normal, it was attempted to be delivered and is reported that two distal markers (possibly from previous non-medtronic balloon) could be seen on screen in distal lad. It is reported that on attempting to deploy stent the device could not be inflated. Device was removed and on inspection it was noticed that the stent was not on balloon and it appeared the balloon failed to inflate. Evaluation summary: the resolute integrity device was returned for evaluation. The hypotube was kinked 11.2cm distal to the strain relief . No resistance felt while loading patency mandrel. The stent was not present on the balloon. Crimp impressions were visible along the working length of the balloon . Visual inspection confirmed the presence of the proximal and distal markers on the inner shaft within the balloon . The balloon folds were partly opened. Negative prepped performed with no issues noted . The balloon was inflated to nominal pressure (9atms) and successfully maintained pressure. Procedural image review: review of the procedural images confirmed that the lcx had previously been by-passed. The images capture delivery of what appeared to be a 20mm non-medtronic balloon across the calcified lesion from the left main (lm) to the lad. There appeared to be a previously deployed stent in the proximal to mid lad. The reported inflation above rbp and the burst of the pre-dilatation non-medtronic balloon was not provided on the images. Additionally the delivery of the 3.5 x 26mm resolute integrity was not provided on the image. Subsequent images appear to show the inflation of the resolute integrity device in the proximal lm to lad. No images confirming the reported dislodgement can be seen. The calcification in the lesion impacted the deployed stent profile. The stent was not concentrically deployed and its deployed profile was impacted by the lesion disease.